Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead there was an issue with the helix. Electrical parameters including the pace impedance measurements and sensing were not good thus it was decided to reposition the rv lead. There was an issue with retracting the helix, but after several attempts the physician succeeded. After the lead was positioned the physician attempted to insert a stylet into the lead, but the stylet stopped and it was not possible to insert the stylet. A new lead was used while this rv lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
.